Event description:
On (B)(6) 2011, the lay-user/patient contacted lifescan (japan) alleging that the onetouch ultravue meter is giving inaccurate erratic readings of "56 and 173 mg/dl." This complaint is classified according to the documentation of the customer care advocate. According to the patient, he took his insulin based on the alleged inaccurate reading of '173 mg/dl' and subsequently developed symptoms of "hypoglycemia." The patient denied receiving any medical treatment for alleged incident. During troubleshooting, the patient reported blood glucose results of '53 and 173 mg/dl' with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. This complaint is being reported because the patient allegedly developed hypoglycemic symptoms after he took insulin based on the lfs product. Please note that the onetouch ultravue is not marketed and sold in the u.s. However, since the onetouch ultra test strips were used with the subject meter, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). The 510k # is k043197.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4) , 2011 with the following findings: the meter has passed testing with no faults found. The patient did not provide the lot number to the test strips he/she was using at the time the alleged issue occurred nor did the patient return any vial of test strips back to lfs. Since a lot number was not provided by the patient, lfs is unable to conduct test strip evaluation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.